Event description:
Revision surgery was performed on (B)(6) 2026 due to infection. Previous surgery occurred on (B)(6) 2026 when extension for humeral body (pn: 1352.15.001, lot: 2536279, sterilization: (B)(4) and reverse liner +6mm dia40 (pn: 1365.54.820, lot: 25at0g8, sterilization: (B)(4)) were implanted during a revision (reported as MFR 3008021110-2026-00276). For current infection, the surgeon performed a washout and replaced the reverse liner with another one of retentive stile (pn: 1365.54.821). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1942. The event occurred in the united states.

Manufacturer narrative:
Preliminary review of manufacturing records did not identify any pre-existing anomaly possibly contributing to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.